Event description:
The surgery center reported suction loss with the patient interface with two (2) laser treatment. There is no patient injury reported and no patient complications.

Manufacturer narrative:
(B)(6). Device has not been received for evaluation. All pertinent information available to abbott medical optics has been submitted. Parent information.

Manufacturer narrative:
Correction: in initial report, the device available for evaluation was selected as "yes" however the correct answer is "no". Has the correct selection in this follow up. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor's technique in applying the suction ring to the cornea, doctor's technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient's cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.